Event description:
Reporter alleged the lancet device needle used for finger-stick blood glucose testing would not retract after use. No actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.